Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system with this right ventricular (rv) lead triggered an alert for radio frequency over-use condition due to several ventricle over atria episodes after switching to unipolar due to high, out of range pacing impedance in bipolar configuration. Also, noise was reproducible and sensed at unipolar configuration but not in bipolar and pacing thresholds were high in bipolar. During rv noise, there were visible r waves marching through. The rv lead was reprogrammed around sensing. The rv lead was suspected to be fractured and they are working to get patient into clinic but remains in service at this time. No adverse patient effects were reported.